Event description:
A 16 french non-latex foley catheter was inserted without difficulty after general anesthesia and surgery. The drapes were removed after case and bleeding was noted around urinary meatus.